Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system and no issues were found.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the patient side cart (psc) universal surgical manipulator (usm) 4 had to be disabled. Technical support engineer (tse) reviewed the system logs, no associated logs to report and advised to power cycle cleared the error on usm 4 with no issues to report. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed when issue was identified. The system functionality was checked upon powering on the system and system initially power on without errors. Dvstat was contacted for troubleshooting and full troubleshooting was completed. Site reboot the system and reset the arm to resolve the issue. The procedure was completed without the use of the arm. There was no patient injury. The surgeon disabled use of arm due to issue and procedure was completed with only three arms.